Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
It was reported that a patient installed a smiths medical cadd legacy pump and after a few hours returned to the hospital complaining that the pump was emitting "beeps", without alarm information. The nurse checked the patient's access, if there was no obstruction, everything was fine, but the pump was still alarming. According to them, they changed the pump 5 times and nothing. The problem was only solved when the cassette was changed, the pharmaceutical company aspirated the remaining volume of the cassette and moved on to another one. They reported that "the new cassette was installed on the same pump that was alarming". No adverse patient effects were reported.